Event description:
It was reported that a customer experienced a malfunction with their device, specifically receiving an error code 16-0x20e6. There was no information provided regarding the impact on the customer's blood glucose level. The customer was advised to return the pump for further inspection, and a replacement pump was issued with a new serial number.